Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Duplication testing was performed, and no failure was identified related to the reported low bg issue.

Event description:
It was reported that the pump touch screen was cracked and or unreadable. Additionally, the customer reported a low blood glucose (bg) level of 40 mg/dl. Cause of the low bg was unknown. Customer addressed low bg by glucagon injection and consumed a snack. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.